Manufacturer narrative:
Results: the pet lock was intact on the proximal end of its pusher assembly. The pusher assembly was kinked approximately 39.0 and 123.0 cm from the proximal end. The embolization coil was intact with its pusher assembly. Conclusions: evaluation of the first ruby coil revealed a functional device. During the functional test, the ruby coil was advanced through a demonstration lantern and out of the distal tip with some resistance as the kinks in the pusher assemblies were advanced through the demonstration lantern. The non-penumbra microcatheter identified in the complaint was not returned for evaluation. Therefore, the root cause of the reported resistance could not be determined. Further evaluation of the returned ruby coil revealed that the pusher assembly was kinked. These kinks were likely incidental to the reported complaint. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure in the splenic artery using a ruby coil. During the procedure, while advancing the ruby coil with a non-penumbra microcatheter into the target vessel, the physician experienced resistance; therefore, it was removed. The procedure was completed using another ruby coil and the same microcatheter. There was no report of an adverse effect to the patient.